Event description:
It was reported that during the procedure, while the femoral peg drill was being used to ream the posterior lug hole through the femoral a and p cut block, metal shavings were created. It appears the metal came off from the femoral drill. The knee was washed excessively to ensure all debris was removed. No injuries or delays reported. No backup device was available.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We could not perform complaint history, risk management or instruction for use without the product information. Our clinical/medical team noted: no relevant clinical information has been provided to perform a thorough medical investigation. Per communications, the knee was washed excessively to ensure the removal of the debris. Since there were no injuries or delays reported, no further clinical/medical, assessment is warranted at this time. Should any additional medical information be provided this complaint will be re-assessed. A definitive root cause could not be determined.